Manufacturer narrative:
It was reported that the stent failed to deploy and introduction system was completely pulled out of the scope. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is impossible to identify the exact cause because the device was not returned. However, based on the description which was written that "the stent failed to deploy", it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure sheath, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. In addition, based on the description "introduction system was completely pulled out of the scope.", it is assumed that the deploy test was tried outside of patients, resulted in success. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The stent failed to deploy and was withdrawn from the endoscope. Introduction system was completely pulled out of the scope. Patient will be brought back for another stent placement.